Event description:
The patient was agitated and kicking, swaddled in a blanket. When patient placed back in warmer and unwrapped, the uvc line was broken at the 20cm mark. The remainder of the line was removed from the baby. No adverse outcome.